Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
Event date: 9/18/22 date of report: 9/18/22.